Event description:
It was reported that the surgeon attempted to insert a cq2015a three piece collamer lens and the lens got stuck while advancing in the injector. No patient contact. The reporter stated the incident was due to a technical error.

Manufacturer narrative:
Results (other visual inspection of the returned product showed that the lens was received stuck inside the cartridge and the tip of the cartridge was damaged. There was evidence of a clear surgical residue.